Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the t-max ii had leaking fluid from the seal. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. There was visible oil at the top of the struts. A functional evaluation was conducted. The device passed all functional tests. The complaint was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.